Event description:
Customer testing on acc-chek compact test system. Customer reports getting erratic readings. Customer performed back to back testing on the same meter with results of 160 mg/dl, 91 mg/dl, and 103 mg/dl with separate fingersticks. Customer does not report any high blood glucose symptoms. Location of testing was not provided. No quality controls were run. No treatment was received. No death or serious injury occurred. A request was made for return of suspect product, and a replacement was sent. Accu-chek compact system: meter, accu-chek compact test strips lot#20651841, exp date#02/29/2008.

Manufacturer narrative:
The suspect product is the compact test drum.